Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, after inserting the balloon catheter into the sheath while aspirating, air was observed. The sheath was replaced and the procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device, flexcath advance sheath 4fc12 with lot number 78042-39, was returned and analyzed. Visual inspection showed the device was intact with no apparent issues. Air aspiration was not reproduced even with and without a catheter or dilator inside the sheath. Dissection showed the hemostatic valve was not leaking, but a shaft breach was found inside the handle at the distal end of the guide rod. Signs of adhesive were also found on the shaft inside the handle. In conclusion, the reported issue of air ingress has been confirmed through testing. The sheath failed the returned product inspection due to a shaft breach inside the handle.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.